Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with follow up information provided by a physician from (B)(6) of peritonitis in a patient coincident with dianeal therapy for renal failure chronic. Dianeal therapies were ongoing. On (B)(6) 2013, during a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient had peritonitis. The patient was treated with antibiotic imipenem intravenously (IV) and heparin ip (doses and frequencies not reported) for peritonitis. Treatment for peritonitis was ongoing. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information received from a nuse: the patient recovered from this peritonitis event.